Event description:
It wsa reported that the device was in use on a patient when a bubble was detected on the arterial side, which caused the pump to stop without alarming. The emergency drive and hand-cranking were utilized until the pump could be replaced. No patient effect was reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product investigation, analysis and resolution for the device described in this report. Based on the information which has been provided, the incident was not device related. The problem could not be reproduced and the device was found to be functioning according to specification as verified by a maquet service technician. According to a log file evaluation, the unit logged an arterial bubble sensor failure followed by an arterial bubble detection. The bubble sensor has been replaced as a preventative measure. A supplemental medwatch will be submitted if additional information becomes available.